Event description:
It was reported by the customer that the device would not charge the battery while plugged into an ac power source. There were no reports of patient use associated with this failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition was not verified. Further root cause of the reported failure was not determined.